Manufacturer narrative:
Unit had unresponsive buttons due to corroded keypad trace. No number ramping or scrolling on display noted. Unit received with scratch on display window.

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. The customer also had issues with the esc button. Customer's blood glucose level was 418 mg/dl. He treated his blood glucose with a dual wave bolus. The numbers on the screen were ramping on their own. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.